Event description:
It was reported the customer had difficulty with their enlite serter. Customer stated their serter never fires. The customer also reported they had one sensor without a cannula. The customer's blood glucose was 187 mg/dl. Customer also reported connection issues with their insulin pump and sensor. No additional information provided.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and found both sensors pedestal separate from sensor base. Unable to performed insertion test complaint against enlite-serter.